Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display, low battery, weak battery and the pump goes through 1 battery per day. Customer's blood glucose was 510mg/dl at the time of incident. Troubleshooting found that the pump was also scratched. Customer declined to troubleshoot their high blood glucose.